Event description:
It was reported by a vns patient that she experienced vocal cord paralysis since initial vns implant in 1998. Additionally, the patient reported she experiences voice alteration with stimulation and occasional dyspnea with stimulation. Follow-up was made with the patient's treating neurologist who indicated the patient was followed by him since 2005 and had no additional information regarding the previous treating physician. Moreover, during the office visits, the neurologist indicated the patient did not mention vocal cord paralysis during implant. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
The initial report inadvertently reported the incorrect patient age. The initial report inadvertently reported the incorrect event date.